Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged during a normal clinical follow-up. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed, lab observations & field report are insufficient to verify dislodgement. The helix appears normal. X-ray inspection showed of a fractured inner coil near the lead tip, damage indicative of helix extension/retraction difficulty. The inner coil fracture and indication of helix extension/retraction difficulty likely occurred at lead revision/explant, not before.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged during a normal clinical follow-up. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed, lab observations & field report are insufficient to verify dislodgement. The helix appears normal. X-ray inspection showed of a fractured inner coil near the lead tip, damage indicative of helix extension/retraction difficulty. The inner coil fracture and indication of helix extension/retraction difficulty likely occurred at lead revision/explant, not before.